Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. An in-house shim test could not be performed since the instrument was found to have broken grip cables in the proximal end in the housing. A review of the system logs showed a shifting failure while shifting from roll to clamp. Shifting failures prompt user to use the stapler release kit (srk). The broken grip open cable was likely related to use of the srk. The instrument was re-tested (workaround to bypass engagement check) and failed initialization due to a jammed clamp mechanism. This is also likely caused by using the srk. After unjamming, the instrument was re-tested and was able to clamp/fire/unclamp without issues. The shifting failure was not replicated. The cause of shifting failure is unclear, but may be system software related, as there does not appear to be any mechanical issues with the stapler that would cause a shifting failure. The site also returned a green stapler 45 reload (part #48445g-04; lot #m10181003-1055) to isi for evaluation. The returned stapler reload appeared to be unused. The stapler reload was installed on an in-house stapler 45 instrument and placed on an in-house system. A "used reload" error appeared. Once a stapler reload has been installed on a stapler instrument and placed on a system, regardless if it was returned unfired, it no longer can be used again. No damage was found with an evaluation of the stapler reload. On (B)(6) 2019, isi obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, isi has not obtained the video for review. No instrument fragments were reported to have fallen inside the patient. When the event occurred, the surgeon was attempting to position the stapler instrument on the distal end of the resection part for stapling and cutting. The target tissue was noted to be in ¿good condition.¿ there was no visible tissue tension or tissue bunching. There were also no obstructions within the jaws of the stapler 45 instrument. A green stapler 45 reload (lot #m10181003) was involved with the reported event. The stapler 45 instrument ¿never fired¿ during the case and therefore, there were no malformed staples reported. Per the reporter, during ¾ of the clamping process, an error occurred instructing the user to remove the stapler instrument with a srk. The surgical staff reportedly followed the instructions on the srk but were unable to open the jaws of the stapler instrument. There was no visible defect on the tissue once the stapler instrument was ¿pried loose.¿ the reporter also indicated that out of precaution, they placed a new stapler instrument ¿a little lower than previous¿ in order to ensure that the tissue that would remain inside the patient was of good quality. Also, out of precaution, the surgeon placed an ¿ileostoma¿ to give the new anastomosis ample healing time. The surgical procedure was completed robotically and no post-operative complications have been reported. The patient was noted as currently having ¿good performance status.¿

Manufacturer narrative:
4315, 67. Based on the current information provided, the root cause of the customer reported failure mode and the patient¿s intra-operative complication cannot be determined. Isi has requested for the stapler 45 instrument and stapler 45 reload to be returned to isi for evaluation. At this time, isi has not received the stapler instrument or reload. Isi has also attempted to contact the site to gather additional information regarding the reported event. No new or additional information has been obtained as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs show there was a shifting failure while the stapler 45 instrument (part # 470298-11; lot # t10180302-0050) was being used. This occurred on the very first stapler install in the procedure. The shifting failure likely occurred while the surgeon was attempting to unclamp. A shifting failure prompts the user to use the srk. It appears as though the surgical staff tried using the srk multiple times (at least 7 or 8 times), as the system logs show multiple 22027 errors. These errors are generated when a grip release tool is detected by the system. An error 283 is generated when the fault is recovered. The surgical staff apparently pressed the e-stop once, prior to the 3rd attempt. The da vinci system user manual states the following grip release warning: ¿warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism.¿ also, the da vinci stapler 45 instrument user manual states: "warning: if the stapler release kit does not release the instrument from tissue, alternate surgical intervention may be required." This complaint is being reported due to the following: during a da vinci-assisted surgical procedure, the patient was allegedly injured after a stapler 45 instrument got stuck on gastrointestinal tissue. The surgical staff attempted unsuccessfully to open the jaws of the instrument with a srk. However, the surgical staff was able to eventually open the jaws of the instrument using force. However, at this time, the root cause of the customer reported failure mode is unknown. In addition, the type and severity of the injury sustained by the patient is unknown. It is unclear if the patient received or required any medical intervention due to the injury.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the stapler 45 instrument allegedly ¿remained stuck on the gut.¿ the surgical staff attempted unsuccessfully to open the jaws of the instrument using a stapler release kit (srk). The surgical staff was eventually able to open the jaws of the instrument by force. It was noted that the patient was injured. However, details regarding the injury were not provided. On 11/06/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: since the surgical staff could not open the jaws of the stapler 45 instrument with the srk, the surgeon made a small incision on the tissue in order to release instrument. The following information is unknown: what type of tissue was incised and if the incised tissue required any repair.